Manufacturer narrative:
A third party service agent evaluated the customer¿s device and was unable to verify the reported issue. The service agent replaced the device¿s battery and updated the software. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device displayed a blank screen. This can be indicative of a device lock-up. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient use associated with the reported event.